Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. Explant date: if explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 17.5 diopter intraocular lens (iol) was implanted into the right eye (od) on (B)(6) 2017. The patient complains of seeing the color blue and it being impossible to function as an artist. At a follow up visit on (B)(6) 2017, the patient's visual acuity was 20/20 in both eyes. As of the most current follow up visit on (b)(\6) 2017, the patient is still deciding whether or not to exchange the lens. The patient's next follow up visit is mid (B)(6) 2017. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.